Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient expired. The cause of death and the relationship of the implanted device to the patient's death was unk. The patient had (B) (6). The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.